Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) invloved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline fracture.specific component(s) involved: driveline malfunction.additional text: fracture in driveline near the pump.other component:causative or contributing factor: patient noncompliance in device maintenance and protection.other cause:intervention(s): replacement of inflow graft; replacement of pump.